Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported pulmonary edema occurred. A pulse field ablation procedure was performed using a farawave catheter. At the conclusion of the ablation procedure during extubation pink frothy sputum was suctioned from the patient. The physician reviewed radiographs and extubation was completed. The physician suspected left atrial stunning had occurred after ablation which increased pulmonary vein pressure resulting in acute pulmonary edema. The patient received diuresis and was hospitalized beyond the standard of care.